Event description:
Patient reported right side deflation. Healthcare professional later confirmed deflation. Healthcare professional additionally reported "plug strap separated." Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b5, d4, d6b, h6

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation. Healthcare professional later confirmed deflation. Device remains implanted.

Event description:
Patient reported implant deflation. Device has been explanted and replaced. This relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: deflation: observed delamination of diaphragm valve assessed as adhesive failure. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.